Event description:
Ceiling mounted medrad injector yoke assembly post broke off and injector fell, striking CT tech. Svc performed: replaced the yoke and tested the injectors operation. Characterization of injury: contusion/bruise. Injector fell hitting CT tech in the back of the left shoulder and left hip. Employee sent to employee health to return for ortho consult. Employee placed off duty until 6/9/00. Return to orthopedics on 6/9/00. Unit place back in svc 5/30/00. Svc rep recommended monthly pm procedure to be performed by CT techs (test for movement in injector arm assembly). Training conducted on this new procedure for CT tech.